Event description:
It was reported that: while the babylog 8000 was ventilating a pt, the flow sensor housing broke without user interaction. A piece of the flow sensor remained stuck in the endotracheal tube adapter when the flow sensor housing broke, resulting in immediate interaction by the staff to extubate, bag, then reintubate the pt. The pt's oxygenation level and heart rate depressed for a period. No serious injury or permanent damage reported.